Event description:
#8 endotracheal tube cuff deflated during a code. Pt. Then began to breath spontaneously on own. No ill effects to pt. MFR notified. Packaging discarded, unable to determine lot#. Tube also discarded.